Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis patient experienced a connection issue with the minicap and a transfer set which resulted in peritonitis which was manifested by feeling sick. It was reported ¿after applying the minicap onto the transfer set¿, the minicap ¿cannot be tightened properly¿. It was reported ¿soon after¿, the patient developed peritonitis and was admitted to the hospital. Treatment for the event was not reported. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.